Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the tube sst plh 13x75 3.5 plbl gold br experienced overfill. The following information was provided by the initial reporter: translated to english. The customer stated, "the tube showed unusual failure in the gel region, but collaborator continued with collection, the blood exceeded the limit of the gel at the bottom of the bottle."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photos were reviewed and the indicated failure mode for blood penetrating the gel with the incident lot was observed. However the product does not appear to have an overfill problem where the amount of blood is greater than the amount established for the product. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and no issues with the gel was observed that could cause a barrier separation issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported the tube sst plh 13x75 3.5 plbl gold br experienced overfill. The following information was provided by the initial reporter: translated to english. The customer stated "the tube showed unusual failure in the gel region, but collaborator continued with collection, the blood exceeded the limit of the gel at the bottom of the bottle."